Event description:
Analysis of the generator was completed. During the analysis of the generator, the failure to program event was duplicated in it's "as received" condition. A generator/wand reset was performed and communication was restored. The generator was output was enabled and the device was subjected additional analysis testing in addition to 98 hours of continuous monitoring for during which no anomalies were identified. No conclusion could be drawn for the failure to program event. Based on previous investigations, it is possible that the events are related to a microprocessor memory malfunction due to exposure to high electric or magnetic fields, though this cannot be confirmed.

Event description:
It was reported that the pt's device could not be interrogated by multiple programming systems. Functionality of the programming systems was verified. Troubleshooting, including multiple attempts at generator resets, were performed, but the problem persisted. Based on programmed settings, the device should not be near end of service yet. No trauma, falls, surgeries, etc. Have occurred. It was noted that the pt has had worsening seizures recently and the magnet has not been working as it had before. The physician noted that the increase may have been related to the pt's recent illness, but they did not resolve with resolution of the illness. The pt underwent generator replacement surgery and the explanted device was returned to the MFR, but analysis is pending.

Manufacturer narrative:
Device failure suspected.